Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus that the metal in the handle of the single use ligating device would rise up when attempting to release the device. It was further observed that the iron pin in the handle was broken. Because of the reported issue, the physician had to cut off the device slightly below the handle using a pair of pliers, after which the iron pin was pushed through with a kocher. This did not work immediately, and the coat had to be unwound so that more of the iron pin could be used. The device was eventually released, and the procedure was completed. The customer indicated that the procedure was prolonged by 20 minutes, with the patient under sedation; the customer further stated that the procedure was extremely risky as the scope was in the "u-turn" in the stomach and the device was attached to a larger polyp. In addition, the customer reported that they believe significant bleeding could have occurred. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the coil sheath was severed at approximately 2230 mm from its distal end. The tube sheath was severed at approximately 2060 mm from its distal end. The coil sheath was missing approximately 50 mm. The tube sheath was missing approximately 200 mm. The coil sheath was stretched at approximately 2165 mm from its distal end. The handle and operation pipe were broken. The broken portion of the operation pipe had the characteristic shape that appears in ductile fracture. There were no other abnormalities observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, the reported event was likely caused by one of the following mechanisms: mechanism #1: 1) the loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. 2) the tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. 3) an attempt was made to detach the loop in the state of above description 2). Therefore, the loop detached from the hook in the tube. 4) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 6) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 7) the slider was forcefully operated in state of ¿6¿ description. This had caused the operation pipe to bend and to break. Mechanism #2 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe broke or deformed because the slider was forcefully operated. 4) due to the above, the loop could not detach from the hook. Furthermore, based on the information obtained, it was determined that the coil sheath and the tube sheath were severed using a sharp tool for an emergency countermeasure. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to remove. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to remove. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ ¿straighten out the portion of the instrument that extends from the biopsy valve.¿ this supplemental report includes an update to h3. Olympus will continue to monitor field performance for this device.